Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. The lead was explanted and successfully replaced. During procedure, insulation breach was noted on the lead. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of noise and insulation breach were confirmed. As received, a partial lead was returned in four pieces. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region. The cause of reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.